Event description:
It was reported that during a device replacement procedure due to elective replacement indicator (eri), the physician was unable to detach the right ventricular (rv) lead from the device. A new rv lead was implanted. Subsequently, the physician was able to detach the chronic rv lead from the device. The physician decided to connect the chronic rv lead to the new device and cap the new rv lead. The device was explanted and replaced, and the chronic rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 8446 implantable pulse generator (ipg), implanted: (B)(6) 1995. (B)(4).